Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The device was not returned by the customer to baxter, therefore no evaluation of the device was done. A follow-up report will be filed if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a program changed by device, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) said she was in fill and they did a manual drain. The tsr asked why she did a manual drain and the hp just kept saying she should have had 4 cycles and wanted to know how to change the program. The tsr explained she could not change the program in therapy or without the registered nurse's (rn) permission. The tsr suggested to call back if the alarm occurs and to call back after therapy to review the program and therapy log. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she was able to resume therapy the next day after turning the machine back on. She finished therapy that day with manual supplies and had turned the home choice off. When she turned the home choice back on the next day she said it went back to her normal 4 cycles that she has for her therapy, so she did not contact her nurse or baxter again. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.